Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard catheter tip is blunt and cracked. The following information was provided by the initial reporter: upon insertion of angiocath, and unable to puncture the skin. Angiocath replaced and IV inserted. When looking at angiocath the tip is blunt and cracked. 2/11/2025: there was no patient harm.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4276454. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.